Manufacturer narrative:
Product labeling states "never add more blood to test strip after test has begun or perform another test using the same fingerstick." The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs pro meter serial number (B)(4). At 10:42, the meter result was 8 inr. At 10:43, the repeat result from the meter was 5 inr. This test was performed from the same finger. At 10:45, the result using a different finger was 2.9 inr. At an unknown time, another finger was tested using a different meter and the result was 2.8 inr. The result of 2.9 inr was believed to be the correct result. The patient's blood pressure medication was changed during the month prior.

Manufacturer narrative:
Product labeling states "never add more blood to test strip after test has begun or perform another test using the same fingerstick." The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs pro meter serial number (B)(4). At 10:42, the meter result was 8 inr. At 10:43, the repeat result from the meter was 5 inr. This test was performed from the same finger. At 10:45, the result using a different finger was 2.9 inr. At an unknown time, another finger was tested using a different meter and the result was 2.8 inr. The result of 2.9 inr was believed to be the correct result. The patient's blood pressure medication was changed during the month prior.

Manufacturer narrative:
The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Test 1: 2.5 inr, test 2: 2.1 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.